Event description:
It was reported that as surgeon was advancing pedicle screw, too much torque was applied thus screwdriver threads broke.

Manufacturer narrative:
Method: visual inspection, device history review, complaint history review, risk assessment; result: the event was confirmed via a visual inspection of the returned device. Manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. Conclusion: the most likely cause of the reported event is user related specifically over-torquing of the device during screw insertion.

Event description:
It was reported that as surgeon was advancing pedicle screw, too much torque was applied thus screwdriver threads broke.